Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
It was reported that during use on a patient with ventricular tachycardia (heart rate 120-130bpm), the cardiosave intra-aortic balloon pump (iabp) system overheated. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - e1 (event site postal code - (B)(6), event site state - (B)(6) ), h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and confirmed the over heating issue in the log. Although it was not reproducible, fse replaced the temperature sensor as preventive maintenance. The compressor test value was good.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.